Event description:
It was reported that the user¿s ilet insulin pump displayed recurrent alert 38 indicating a motor stall, persisted despite multiple restarts, and required replacement; the user experienced hyperglycemia with glucose reported over 400 mg/dl for about two hours and treated with a manual insulin injection. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin delivery with user-initiated back-up therapy and no hospitalization or professional medical intervention. Investigation included review of device performance, replacement of the pump, user education on shutdown procedures, data sync guidance, and return logistics for the original device. Investigation of this device revealed a suspected pump drive or motor function problem consistent with a motor stall alarm and device performance malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.